Event description:
Caller reported that pump display was frozen. There was no adverse impact to the customer's blood glucose level. Customer received complete pump reset information and chose to reset pump at the time, resolving the issue.